Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power advisory alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 7 days ((B)(6) 2022 ¿ (B)(6) 2022, and (B)(6) 2022 per timestamp). From (B)(6) 2022 at 18:15:55 to (B)(6) 2022 at 20:06:52, low power advisory alarms were captured intermittently, while on battery power, due to the rsoc voltage on the white power cable being outside the expected voltage range. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned heartmate 3 system controller ((B)(4)) was functionally tested and was observed to have wire fatigue within the white power cable, as the resistances for each wire were measured to be above the accepted threshold. The outer jacket of the white cable was removed where the kink was observed. It was revealed there was fluid ingress and no damage to underlying wires. The system controller operated a mock loop as intended, and low power advisory alarms were unable to be reproduced throughout all testing. The root cause of the reported low power advisory alarms are consistent with the observed wire fatigue on the white power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 15sep2017. The heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault and low power advisory alarms. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the had driveline power fault alarms. The pump was running fine and the patient was doing well. A review of the log files by technical services found intermittent driveline power fault alarms from (B)(6) 2022 - (B)(6) 2022. The patient's system controller and modular cable were exchanged. The driveline power fault alarm had cleared and had not returned. There was no adverse patient impact. Related MFR #2916596-2022-12006.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.